Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger of the bd¿ relion insulin syringe 1.0ml, 30g x 8mm is more difficult to push and consumer thinks this is causing bruising after injection. Consumer also states it feels like there is not enough ¿oil¿ in the syringe. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: no photos or samples were received. A review of the device history record was completed for batch# 6242887. All inspections were performed per the applicable operations qc specifications. Without a sample, an absolute root cause for this incident cannot be determined.